Event description:
A customer reported high readings with the freestyle libre sensor. The customer reported unspecified "very high" scan readings, and was vomiting, light-headed, dehydrated, and tired. The customer reported subsequently experiencing seizure and loss of consciousness and was taken to hospital. A healthcare meter result of 642 mg/dl was obtained, the customer diagnosed with diabetic ketoacidosis (dka), and put on an insulin drip. High scan readings are indicative of hyperglycemia and potential dka; however, as the customer did not provide scan readings from time of event, it is unknown if sensor indicated hyperglycemia/dka at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.